Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019. The service technician confirmed the reported issue. The service technician performed touch screen calibration and the issue was corrected. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported touch screen not working. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.